Event description:
The complainant reported that the clinician was performing the implant of an obtryx system-halo sling on an adult female patient. During the procedure, the physician cut off the trocars (blue arms of the device) and checked the tension of the sling at the vaginal opening. The doctor then used forceps to apply pressure and to pull on the sling, but the sling came completely out of the patient. The physician then obtained another obtryx system-halo sling and successfully completed the implant. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation as it was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch report will be filed. At this time we are unable to determine the relationship between this device and the cause for this event.